Event description:
It was reported that the patient experienced phrenic nerve stimulation. Attempts to program around the stimulation were unsuccessful. The device was explanted and replaced.

Manufacturer narrative:
Device evaluation anticipated, but not yet begun.